Event description:
It was reported to medtronic minimed that the customer experienced diabetic ketoacidosis and hyperglycemia treated with hospitalization overnight stay, IV insulin drip (intravenous insulin infusion). The customer reported a blood glucose value of 810 mg/dl. The symptoms the customer reported at the time of the hospitalization event were confusion/disorientation, and polydipsia. Troubleshooting was performed but later it was declined. The customer reported the following led up to the event that the customer got an insulin flow block message document treatment for high blood glucose had to go to the hospital. The event involved product(s) mmt-7020a, mmt-332a, unomedical, mmt-1880. The customer was using the insulin pump system within 48 hours of the reported event. The customer reported high blood glucose. The customer reported the insulin flow blocked alarm (past/resolved event). The issue was resolved. The pump buttons are harder to press than others the down arrow button and the battery failed when a new battery into the pump. No further patient complications were reported. No product return was required for mmt-7020a. No product return was required for mmt-332a. No product return was required for unomedical. No product return was required for mmt-1880.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.